Event description:
It was reported that the hospital has likely discarded the explanted products.

Event description:
Operative notes were received, which reported that the patient had also experienced an increase in seizure frequency and intensity. During the revision surgery, scarring on the nerve was observed which was dissected free, as well as mineralization of the electrodes at the nerve site.

Event description:
Clinic notes dated (B)(6) 2016 were received for the office visit where high impedance was found. The high impedance was detected on (B)(6) 2016 and the battery status was observed as intensified follow-up indicator = yes. Generator and lead revision surgery occurred (B)(6) 2016. The explanted products have not been received to-date. Additional relevant information has not been received to-date.

Event description:
It was reported that a vns patient's device had high lead impedance and was in referral for surgical revision. No known surgery has occurred to-date. No additional information has been received to-date.